Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 439 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin pump had insulin flow blocked alarm during basal. Customer was performed a 5.0 unit fill cannula and it exits 1 unit something. Customer was able to remove the set at that time to test the site portion of the infusion set. Customer stated the cannula was bent. Customer want it to be replaced because of the battery not lasting long time. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, self test and occlusion test. Device was monitored and functioning properly. No delivery or occlusion alarm during test.